Manufacturer narrative:
The beckman field service engineer (fse) visited the customer site multiple times and evaluated the au680 clinical chemistry analyzer. Throughout multiple visits, the fse replaced multiple hardware parts, which include various tubing, sample probe, buffer valves, all electrodes, buffer syringe, mix bar, mix motor, mixing unit, heat exchanger, block, ise data board, reference valve and electrodes cable. The fse noticed the metal plate that holds the joint for ref solution was corroded causing electrical noise. Due to this issue, fse also replaced the joint, the tub connector and tubing. Upon replacements, the fse performed calibration, quality control using mid solution rest and mid solution replace and all results passed. The fse verified the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported that five (5) patients had erratic results for sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to low anion gap values on their involving their au680 clinical chemistry analyzer. The customer repeated the patient samples and obtained normal results which were released out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for five patients.